Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported encountering an error message during drain 2 of 4. The patient canceled the treatment and noticed fluid leaking from the cassette/tubing set inside the cycler. Per follow up, the patient reported they used manual supplies to complete the treatment successfully. The patient notified his nurse but no antibiotics were prescribed. The patient stated he did not experience any adverse events as a result of this incident.